Manufacturer narrative:
The evaluation and repair of the ventilator has not yet begun. Covidien reference # (B)(4).

Manufacturer narrative:
The returned mixer was connected to a test unit and ran for several weeks. The mixer was run on compressed air for most of the duration of the test. However, the o2 was connected at several points to determine accuracy after being run. The mixer accuracy was always within tolerance. The customer reported malfunction of a mixer inaccuracy could not duplicate, as the device was found to be functioning per manufacturer specifications. (B)(4).

Event description:
It was reported by a customer in (B)(6) that, during patient use, the ht70 ventilator mixer showed the oxygen (o2) level had declined. The blender dial was set at 65%, and the o2 level was shown as 35%. It had shifted by 5% in the last two weeks. Another blender was installed to the unit, and the problem was resolved. Although the ventilator didn't stop cycling, the patient was transferred to another ventilator. There was no reported patient injury.